Event description:
It was reported that "after balloon implantation, the machine was found to give frequent helium leak alarms, which were checked in various ways to no avail, and the catheter was re-replaced and normalized". A 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the serial number recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the distal end of the teflon sheath was noted at approximately 27cm from the iabc distal tip; liquid blood was noted within the sheath sidearm. The short driveline tubing was noted disconnected from the iabc bifurcate; the short driveline tubing including one-way valve tether and one-way valve was not returned with the sample. The iabc bladder was fully unwrapped. Bends to the iabc central lumen were noted at approximately 4.1cm, 19.1cm, 45.9cm and 68.2cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0064in and was within specification. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. A lab inventory short driveline tubing was connected to the iabc bifurcate. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of two (2) repeated leak sites consistent with contact from a sharp object were noted around the circumference of the bladder at approximately 1.6cm and 1.7cm from the iabc distal tip. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 4.5 and 45.6cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 36cm from the iabc luer, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. The reported complaint of "after balloon implantation, the machine was found to give frequent helium leak alarms" is confirmed. During the investigation, two (2) punctures consistent with contact from a sharp object were found on the iabc bladder and caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "after balloon implantation, the machine was found to give frequent helium leak alarms, which were checked in various ways to no avail, and the catheter was re-replaced and normalized". A 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".